Event description:
Caller reported a cartridge alarm 20 issue with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to continue using the current pump as a backup therapy; meanwhile, tandem technical support sent a replacement pump and provided instructions for returning the problematic one.